Event description:
Caller reported a malfunction on the pump, yet no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the malfunction code and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the caller to contact them again if the malfunction code recurred, and the caller acknowledged this guidance.